Event description:
It was reported that this electrode was oversensing noise. X-ray taken were inconclusive, however a suspected fracture was thought to be the cause of noise. The system was reprogrammed, and the electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that this electrode was oversensing noise. X-ray taken were inconclusive, however a suspected fracture was thought to be the cause of noise. The system was reprogrammed, and the electrode remains in service. No adverse patient effects were reported.